Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while attempting to increase the patient's amplitude with 3 different 8840s, they were unable to go past 0.3 ma on the left and 5.3 ma on the right. However, the patient could increase to 5.8 ma on both sides using their patient programmer (pp). They did not write down the message that appeared on the 8840 but stated it said something to the effect of "cannot increase". This was the second time this has happened. The first was at the patient's appointment in march and was not sure if it was the tablet or the 8840 used at that time. All right side impedances were in range and all left impedances were in range except for unipolar contact 2 at 2376 and contact 3 at 2260. They stated there has been no change to the patient's therapy and everything has been working fine. The implantable neurostimulator (ins) was 100% charged today and today's settings were provided and has not changed since march: left: 1+ 0- 60 pw 180 5.8 ma right 1+ 0- 60 pw 180 rate 5.8 ma 0-1 electrode impedance was within range on both sides troubleshooting included reviewing potential out of regulation (oor) message but was not aware of any specific message that would allow pp to adjust therapy more than the 8840. It was suggested to monitor the patient's therapy and to call back if the issue occurs again or if the patient notices any error message on the pp. No patient symptoms were reported.